Event description:
It was reported approximately six years and eight months post implant, lead fractured was indicated. Consequently, a revision procedure for lead replacement was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead in segments (distal segment: 43 centimeters and proximal segment 23 centimeters) was returned. Primary analysis finding: distal conductor fractured at medial section. Visual analysis noted defib conductor distorted and cut throughout, blood/body fluid on several conductors (not obstructed), outer tubing overlay and helix/lobe mechanism (sleeve head), kinked inner tubing, melted outer tubing overlay at electrode end, outer tubing esc breached (non-electrical) at generator end, outer insulation cosmetic depression, and distorted helix. Electrical testing to determine continuity of the conductor(s) passed with the exception of the distal.

Event description:
It was reported approximately six years and eight months post implant, lead fracture was indicated. Consequently, a revision procedure for lead replacement was completed. No patient complication have been reported as a result of this event. It was subsequently reported that the patient had problems with his lead for 1.5 years prior to replacement. Information received via 3500a reported the patient experienced frequent episodes of sharp chest pain and had received two shocks in 12 hours which is when he went into the hospital. Upon device interrogation, the lead showed high impedance. It was after this event that the lead was extracted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This supplemental includes information received via a 3500a report. Section f has been updated to reflect that report. Evaluation summary (B)(4): the full lead in segments (distal segment: 43 centimeters and proximal segment 23 centimeters) was returned. Primary analysis finding: distal conductor fractured at medial section. Visual analysis noted defib conductor distorted and cut throughout, blood/body fluid on several conductors (not obstructed), outer tubing overlay and helix/lobe mechanism (sleeve head), kinked inner tubing, melted outer tubing overlay at electrode end, outer tubing esc breached (non-electrical) at generator end, outer insulation cosmetic depression, and distorted helix. Electrical testing to determine continuity of the conductor(s) passed with the exception of the distal.